Event description:
It was reported that a patient underwent a hip procedure in (B)(6) 2014 and a topical skin adhesive was used. At an unknown date post-op, the patient developed an infection which the pa opined is unrelated to the adhesive. The patient was still in the hospital at the time of the report. The patient was treated with irrigation of the site and antibiotics. Additional information has been requested.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.